Event description:
An attempt was made to deploy a 2.5mm diameter x 14mm length micro driver rx coronary stent into a patient. The device was inserted and the physician noticed that the stent was not on the balloon. Then device was removed and the tech confirmed that the stent was on the device. The device was re-inserted into the patient and the balloon was inflated at 14 atms; however, as the physician could not confirm that the stent was deployed in the artery, the delivery system was removed. It is reported that the undeployed stent was found on the table. The account stated that the "device was inspected and was thought to have a stent". Although the patient morphology was not provided, it is reported that the lesion was pre-dilated and that 30% stenosis remained after pre-dilatation. Although reported that no resistance was noted during delivery of the device to the lesion, it is confirmed that force was used to deliver the device through guide catheter, or on the wire to/across the lesion. It is reported that another stent was implanted at the lesion site. The patient is reported to be fine and no other sequelae were reported.

Manufacturer narrative:
(B)(4).